Event description:
It was reported that the bd phaseal¿ optima injector (n35-o multi) experienced device damage while still considered operable. The following information was provided by the initial reporter: tech was finishing step of adding drug into bag, as he pulled phaseal optima n-35 to remove injector from phaseal optima adaptor (c100), the end of the white tip fell apart from the rest of white end, resulted in spring and parts inside of injector falling out.

Manufacturer narrative:
H6: investigation summary: no physical samples were available to our quality team for investigation. One photo was provided which shows the injector grips were separated and the injector was completed disassembled. There was no visible damage that could be identified within the photo on the grips or any of the components. A device history review was performed for lot 2205309, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Fifteen retained sample of the same lot were used for additional evaluation. The products were inspected and no damage within the grips were identified. Functional testing was performed, connecting the injector to a protector according to the instructions for use, connecting and disconnecting up to ten times. In all cases the product functioned as intended and no issues were observed. Product undergoes a series of visual and functional inspections throughout the manufacturing process, no issues were identified during the inspections performed for the reported lot. It is possible a misalignment during assembly prevented the grips from properly joining and not fully assembling. Given the device records do not indicate any issue and retained samples met required specifications, we cannot verify this to be true for the incident reported, therefore a definitive root cause cannot be established at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o multi) experienced device damage while still considered operable. The following information was provided by the initial reporter: tech was finishing step of adding drug into bag, as he pulled phaseal optima n-35 to remove injector from phaseal optima adaptor (c100), the end of the white tip fell apart from the rest of white end, resulted in spring and parts inside of injector falling out.